Manufacturer narrative:
The technician investigated and found some type of liquid hardened in the siderail arm assembly which prevented the siderail from latching. The technician replaced the center arm assembly to repair the bed.

Event description:
The account alleged that the left hand intermediate siderail is not latching all of the time.